Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the pulse generator was initially interrogated in the box, inappropriate measured data was observed.